Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention (pci). The 93% stenosed target lesion was located in the severely calcified and severely tortuous mid left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced but failed to cross lesion. However, the balloon bursts after inflation. The device was completely removed and the procedure was completed with another of same balloon. No patient complications were reported and patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen. The balloon was loosely folded. The balloon catheter was prepped with an inflation device filled with water to inflate the device to the rated burst pressure. The balloon was able to be inflated to rated burst pressure and deflate with no issue. Product analysis could not confirm the reported burst, as during functional testing the balloon inflated to rated burst pressure and deflated with no issues immediately. The reported difficulty crossing the lesion could not be confirmed as the clinical circumstances cannot be replicated. There were no damages or irregularities present to the device.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention (pci). The 93% stenosed target lesion was located in the severely calcified and severely tortuous mid left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced but failed to cross lesion. However, the balloon bursts after inflation. The device was completely removed and the procedure was completed with another of same balloon. No patient complications were reported and patient was in good condition post-procedure.